Event description:
It was reported that insulin leaked into the reservoir compartment. The caller also reported that the insulin pump was cracked. The caller did not have the insulin pump with her at the time of the call. Advised the caller to get the insulin pump and call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.